Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 12.1 - 12.3 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16750. It was reported that the patient had noise on both their right atrial and right ventricular lead. The right atrial lead was explanted.